Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, a test display was used and the display screen was found to be damaged. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside of normal patient use observed in pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
It was reported that on (B)(6) 2011 at 10:47 pm, the patient's blood glucose reading was 450 mg/dl, and he experienced the symptoms of fatigue and increased urination. At 9:30 pm, the patient's pump was removed, as the display became damaged after being hit by a baseball. Neither the patient nor his parents knew the corrective dose of insulin to give him via a syringe. At 11:20 pm, the patient's blood glucose level was tested to be 376 mg/dl. The patient was advised to contact emergency medical services. The patient's technique was incorrect in that the pump was damaged and then removed, and the patient was not given insulin via a syringe backup plan. There is no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this event occurred, this complaint is being reported.